Manufacturer narrative:
A review of the technical service onsite history showed no abnormalities that could have contributed to this event: laser was successfully verified prior to and after the day of the treatment. Logfile review for the date of treatment shows no abnormalities that could have contributed to reported event. The treatments were completed to 100% and all laser system functions were within specifications during treatments at this day. No technical root cause was identified as the product was found to be within specifications. The root cause could be determined conclusively. (B)(4).

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Manufacturing record reviewed. No abnormalities that could have contributed to this event were found. No UDI required due to this device was out of production prior to the september 24, 2014 UDI regulation date. (B)(4).

Event description:
An optometrist reported a patient was not happy with surgery results approximately ten months post lasik in the left eye. Final outcome did not meet the patient's expectations and patient still has blurry vision in the left eye. Patient is not interested in further surgery and patient's records were released due to patient's request.